Event description:
Customer reported that the bolus button on the insulin pump has an intermittent response. Customer stated that he works out and sweats. Blood glucose value is 116 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. The pump also had minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.